Event description:
The event is reported as: the lid stock of the unit package is partially thin and therefore, the hospital doubts the sterility of the product. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint.